Event description:
Healthcare professional reported "a recent increase noted in xen failures" after xen®45 gts implantations. Healthcare professional did not report any specific cases but noted they used trabeculectomies or other devices after xen failure.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of high intraocular pressure is a known potential adverse event addressed in the product labeling.